Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H.6. Conclusion code 1: 22: according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2017, a patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprostheses to repair a thoracic aortic aneurysm. The left subclavian artery was planned to be intentionally covered with the devices and therefore embolized. No issues were reportedly observed during the procedure. The patient tolerated the procedure. On an unknown date, follow-up imaging identified an endoleak. The physician suspected the endoleak to be possibly a proximal type I or type iii. On (B)(6) 2019, a re-intervention was performed to repair the endoleak whereby the initially implanted devices were relined with additional devices. After touch-up ballooning the endoleak was resolved. The physician determined that it was a proximal type I endoleak. The endoleak was thought to be possibly caused by a bird beaking issue. There was no reported aneurysm enlargement. The patient tolerated the re-intervention.

Manufacturer narrative:
A review of the manufacturing records for the device is currently in progress. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation.

Event description:
On (B)(6) 2017, a patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprostheses to repair a thoracic aortic aneurysm. The left subclavian artery was planned to be intentionally covered with the devices and therefore embolized. No issues were reportedly observed during the procedure. The patient tolerated the procedure. On an unknown date, follow-up imaging identified an endoleak. The physician suspected the endoleak to be possibly a proximal type I or type iii. On (B)(6) 2019, a re-intervention was performed to repair the endoleak whereby the initially implanted devices were relined with additional devices. After touch-up ballooning the endoleak was resolved. The physician determined that it was a proximal type I endoleak. The patient tolerated the re-intervention.